Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot numbers were not provided. The reported patient effect of thrombosis is listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use (IFU) as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that during a procedure of the mid left anterior descending (lad) artery, the 2.75 x 33 mm xience xpedition stent was implanted; however, a haziness was observed within the stent. Medication was given and post-dilatation was performed with a 3.0 x 12 mm nc trek balloon. Approximately 3 hours post-stenting, stent thrombosis was suspected, so the patient was taken back to the catheter lab. A non-abbott stent was implanted where the haziness was first seen, resolving the event. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event.